Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube / silver metallic essure coil protruding through the serosa / perforation: other') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration of essure. Concurrent conditions included hypertension, human papilloma virus infection, uterine fibroids, dysmenorrhoea, abdominal pain, lower abdominal pain, increased urinary frequency, post coital bleeding and adenomyosis. Concomitant products included losartan since 2011 for hypertension as well as amlodipine, nsaids since on (B)(6) 2014 and paracetamol (acetaminophen) since on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic area pain / chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems depression / psych injury") and anxiety ("psychological or psychiatric problems mental anguish / psych injury"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) vaginal infection") and urinary tract infection ("infection (bladder / urinary tract / vaginal) urinary tract infection "). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal / chronic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with cefuroxime and surgery (laparoscopic assisted vaginal hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal infection, vaginal discharge, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously hysterosalpingogram was done and now in mr it was stated as plaintiff did not undergo any confirmation test. Also discrepancy in essure removal date: on (B)(6) 2017 (pfs) and on (B)(6) 2017 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Ultrasound scan vagina: in 2017: fibroids were diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: "pelvic pain, menorrhagia, and anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event added. Genital hemorrhage downgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube / silver metallic essure coil protruding through the serosa') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, human papilloma virus infection, uterine fibroids, dysmenorrhoea, abdominal pain, lower abdominal pain, increased urinary frequency, post coital bleeding and adenomyosis. Concomitant products included losartan since 2011 for hypertension as well as amlodipine, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) -urinary tract infection & vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) -urinary tract infection & vaginal infection"). The patient was treated with cefuroxime and surgery (laparoscopic assisted vaginal hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously hysterosalpingogram was done and now in mr it was stated as plaintiff did not undergo any confirmation test. Also discrepancy in essure removal date: (B)(6) 2017 (pfs) and (B)(6) 2017 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - in 2017: fibroids were diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: new events perforation (fallopian tube(s)), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) -urinary tract infection & vaginal infection, psychological or psychiatric problems - depression and mental anguish and vaginal discharge were added. Outcome of previously reported event pelvic pain was updated from unknown to recovering. Product indication and explant date was added. Patient¿s date of birth, height and race were added. Concomitant drugs, lab data and medical history were added. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), (left fallopian tube/silver metallic essure coil protruding through the serosa/perforation: other'). In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration of essure. Concurrent conditions included: hypertension, human papilloma virus infection, uterine fibroids, dysmenorrhoea, abdominal pain, lower abdominal pain, increased urinary frequency, post coital bleeding and adenomyosis. Concomitant products included: losartan since 2011 for hypertension as well as amlodipine, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic area pain/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: mental anguish/psych injury"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal); vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal); urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal/chronic pain"). And dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with cefuroxime and surgery (laparoscopic assisted vaginal hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal infection, vaginal discharge, urinary tract infection, depression and anxiety outcome was unknown. And the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously hysterosalpingogram was done. And now in mr it was stated, as plaintiff did not undergo any confirmation test. Also, discrepancy in essure removal date: (B)(6)2017 (pfs). And (B)(6) 2017 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Ultrasound scan vagina: on 2017, fibroids were diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: "pelvic pain, menorrhagia, and anxiety". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube / silver metallic essure coil protruding through the serosa/perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration of essure. Concurrent conditions included hypertension, human papilloma virus infection, uterine fibroids, dysmenorrhoea, abdominal pain, lower abdominal pain, increased urinary frequency, post coital bleeding and adenomyosis. Concomitant products included losartan since 2011 for hypertension as well as amlodipine, nsaids since may 2014 and paracetamol (acetaminophen) since may 2014. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced pelvic pain ("physical pain/pelvic area pain/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). In july 2014, the patient experienced depression ("psychological or psychiatric problems - depression/psych injury") and anxiety ("psychological or psychiatric problems - mental anguish / psych injury"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract infection "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain :abdominal/chronic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with cefuroxime and surgery (laparoscopic assisted vaginal hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, vaginal infection, vaginal discharge, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously hysterosalpingogram was done and now in mr it was stated as plaintiff did not undergo any confirmation test. Also discrepancy in essure removal date: (B)(6) 2017 (pfs) and (B)(6) 2017 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - in 2017: fibroids were diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: "pelvic pain, menorrhagia, and anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events¿ pain: abdominal; dysmenorrhea (cramping), general abnormal bleeding were added. Event¿ perforation: other was clubbed with previously reported even ¿fallopian tube perforation¿. The outcome of the events¿ pain: pelvic, menorrhagia (heavy menstrual bleeding¿ were updated to recovered/resolved. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.